Manufacturer narrative:
Continuation of medical devices: addr01 ipg implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and low impedance which caused a delay in displaying the implantable pulse generator (ipg) longevity. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.